Manufacturer narrative:
The lot number for the device was provided, therefore a lot history review was performed. The device was not returned for evaluation and no medical records were provided for review, therefore the investigation is inconclusive for the reported issue as no objective evidence was provided. The definitive root cause is unknown. The device is labeled for single use. ((B)(4)).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter experienced difficulty removing, tilt, detachment of device, and perforation. The information was received from one source. A patient was involved with no reported patient injury. The patient's age, weight, and gender were not provided.